Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. No unexpected resetting or rewind anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out and they were stuck in the rewind loop. The drive support cap was noted to be normal. Customer's current blood glucose reading is 404 mg/dl. Nothing further was reported.